Manufacturer narrative:
Product analysis: the device was received in a clear 10% buffered formalin solution in a small specimen container enclosed in a small biohazard bag in an explant kit. A visual inspection of the valve was performed upon receipt. The valve appeared slightly distorted; oval shaped. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow of the left and right cusps. Tears on the tunica of all cusps appeared to have occurred during explant with the removal of host tissue. A small abrasion on the lunula of the right cusp appeared to be due to contact with the bias cloth along the right non-coronary stent post. All commissures appeared intact. A remnant of pannus remained attached to the sewing ring on the inflow adjacent to the left and right cusps, to the tissue and base stitching, into the inferior coaptive area, and 1 to 3 mm into both cusps showing a reduced inflow orifice area. A remnant of pannus remained attached to the sewing ring on the outflow adjacent to the left cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the pannus overgrowth on the inflow extending several millimeters out onto the leaflet would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the reported high gradient. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and the healing response with the surgical valve. Pannus overgrowth is an inherent risk of surgical valve replacement. The ingrowth of the tissue may gradually affect the function of the valve leaflets. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 1 years 9 months post implant of this 21mm aortic bioprosthetic valve, the device was explanted with a 23mm bioprosthetic aortic valve with an aortic root enlargement. The patient presented with increased gradients and dyspnea. After replacing the device, the physician thought the device looked normal. No further adverse patient effects were reported.